Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160831, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160836, UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.